Manufacturer narrative:
(B)(4)

Event description:
Review of the model and serial number in our internal enterprise resource planning (erp) system indicated that a return material authorization was not generated for return of the endoscope after the event occurred. In addition, the endoscope had no prior service history. An evaluation of the scope could not be conducted as the complainant did not return the endoscope after the event occurred. Without proper evaluation, it is not possible to determine if the small tubular piece of plastic was a part of the endoscope. Three documented attempts were made to obtain additional information including a picture of the small tubular piece of plastic removed from the patient. No additional information has been received. A device history review was performed on 10/16/2015 confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. As per the IFU for this model endoscope, "prior to use, the endoscope, video processor, and endoscopic accessory instruments must be carefully inspected for cleanliness and proper function to determine that they are appropriate for patient use." Based on the information received from the complainant and the investigation completed by pentax medical, closed on 11/17/2016, a root cause for this event cannot be confirmed. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 pentax medical became aware of maude adverse event report number (B)(4) stating video colonoscope (model number ec-3490li, serial number (B)(4)) was involved in a potentially serious injury event (possible cross-contamination). Specifically, the report stated: "small tubular piece of plastic found in patient's stomach. Surgeon stated it is from the channel of the scope. (Endoscopy) surgeon removed small tubular piece from stomach and placed in container. No leaks found in scope after procedure. No harm to patient."

Manufacturer narrative:
Additional narrative: pentax medical received mw5044815 via postal mail on 10/22/2015. (B)(4).